Event description:
It was reported that during a laparoscopic hand-assisted ascending colon procedure, bleeding was noticed after the device was fired. The device was fired across a 3.5mm vessel and mesentery when the problem occurred. No heat was noticed although all of the tones were heard. Suture was used to stop the bleeding and complete the case. No blood products were needed. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) as the device activated and cut the test media, no conclusion could be reached as to the issue of the device not sealing. There were no anomalies noted with the functionality of the device.